Event description:
Please reference: 2026095-2015-00191/(B)(4) and 2026095-2015-00193/(B)(4). Fill volume: 450ml. Flow rate: 100ml/hr. Procedure: solumedrol therapy. Cathplace: IV. Incident #2 of 3: it was reported that an incident occurred in (B)(6) with a pump's infusion ending sooner than expected for a series of treatment for 3 days. It was reported as, "lately I used this homepump for a treatment of solumedrol of 3 days and the (B)(6) nurses reported to me an infusion of 3 hours instead of 4 even though they filled the pump with 450 ml." No patient injury nor medical intervention was reported. The device is not available for return.

Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The IFU also specifies, "delivery accuracy: when filled to the labeled (nominal) volume, the homepump eclipse* pump is ±15% of the labeled (nominal) flow rate when infusion is started 4 hours after fill , delivering normal saline as the diluent at 20°c/68°f." Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. It was reported that the pump was filled to 450ml. Per the IFU the delivery time information table specifies that the approximate delivery time is 04:45 h. Limited information was provided by the reporter. Attempts were made to obtain additional information without success. It is unknown if the user conditions contributed to the reported incident. Per the IFU, "warning: the homepump eclipse pump must be filled 4 hours prior to administration to infuse at the labeled flow rate. If the pump is used immediately after filling, flow rate may increase by up to 50%." Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.